Event description:
It was reported that when the patient was unable to adjust stimulation. It was stated that there was a power-on-reset (por) condition. The patient first saw the por yesterday. The patient had x-rays taken and an endoscopic retrograde cholangiopancreatogram (ercp) done yesterday to remove a gall stone. The patient turned the implantable neurostimulator (ins) off prior to the procedure.

Manufacturer narrative:
Product ID 3889-28, lot# va03ylq, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).